Event description:
(B)(4). Event occurred in the united states it was reported that a child patient's infusion set's tubing had snapped from the infusion set. Her blood glucose level was 107 mg/dl at the time of this event. They did not notice any damage when the package was first opened. No further information available.